Manufacturer narrative:
Correction on follow up: (1) report: multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 27, 2024 indicated that the procedure was breast reconstruction revision. Patient underwent removal on (B)(6) 2024. Reason for device explant and/or reoperation: silent rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with mentor memorygel (oval)breast implant prosthesis experienced right-sided silent rupture postoperative. The issue was confirmed by the mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed. Manufacturer¿s reference number: (B)(4).